Event description:
It was reported that the patient's lead was kinked. It was added that it poked/protruded on the skin which caused pain. It was noted that it had been like that for the last 5 months prior to this report. An x-ray was taken which revealed the lead looked like a 'pretzel.' It was stated that the patient had been falling and their legs had been giving out on them for the last 5 months prior to this report. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v590594, implanted: (B)(6) 2010, product type lead. (B)(4).